Manufacturer narrative:
The damaged/used airseal 5mm access port and low profile obturator evaluation has been completed. The evaluation found that the distal outer layer of the cannula is broken off from the inner tube. The customer's complaint report was verified. The potential causes of this failure include inadequate material and cross sections as well as severe misuse. Design verification testing for the bend movement has been conducted with acceptable results. This device is a vendor item and the certificate of conformance indicates that the product from this lot 360-14bej met final inspection and product release acceptance criteria. This lot was manufactured on december 10, 2014. Of the lot containing (B)(4) units there has been one similar complaint report which was received from the same user facility in (B)(6). A 2-year review of complaint history for this device shows there have been a total of five (5) similar breakage reports. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.

Manufacturer narrative:
The product has been returned to conmed and to date, the investigation remains in process. A supplemental and final report will be filed upon completion of the complaint investigation.

Event description:
The distributor in (B)(4) reported during a laparoscopic subtotal esophagectomy (prone position) the airseal 5mm access port and low profile obturator with bladeless optical tip, 100mm length was used. As reported, the surgeon inserted the trocar at the seventh rib (inferior margin of scapula). Surgeon a: grasping forceps (left hand), surgeon b: cherry dissector (right hand). The surgeon found that some broken parts of the trocar were displayed on the screen and the outer layer of trocar was broken. Surgeon felt that the alarm might have shown due to decreasing evacuation. All broken pieces were collected. For the port location, the surgeon fixed this site as a result of trial and error, but handles some instruments as wide angle in narrow space. The procedure was completed with no further complications, serious injury or surgical delay reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.